Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for analysis. No definite signs-of-use were observed. Visual analysis revealed that dilator tip was widened and frayed. Microscopic examination confirmed the damage and revealed white stress marks. The dilator length measured 100.1mm, which is within the specification limits per the dilator product drawing. The dilator outer diameter measured 2.976mm, which is within the specification limits per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured 0.9652mm (0.038"), which is within the specification limits per the dilator extrusion product. A lab inventory guide wire with diameter of 0.032" was inserted through the returned dilator tip. Despite the damage to the dilator tip, the guide wire was able to pass. Slight resistance was encountered at the dilator tip; however, the guide wire was able to pass. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage; they will further investigate this issue. The dilator product drawing and the dilator extrusion product drawing were reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was widened/split and showed evidence of white stress. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the sample received, and the comments from r & d, the root cause has not been determined at this time. Non-conformance was initiated so that the manufacturing facility can further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "in the last 2 months, when inserting the cvc, doctors have noticed that the dilator splits during the insertion of the dilator and this leads to difficult manipulation of the lead, sometimes even breaking it." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Event description:
It was reported "in the last 2 months, when inserting the cvc, doctors have noticed that the dilator splits during the insertion of the dilator and this leads to difficult manipulation of the lead, sometimes even breaking it." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".